Event description:
During applying an aneurysm clip, an injury of a vein occurred due to malfunction of the forceps. As a result, instead of applying one clip, the surgeon applied two clips. No revision surgery. There was no prolonging of surgery.

Manufacturer narrative:
The incident occurred outside the us. Aesculap ag's comments: an initial product deviation was not found. A functional check of the instrument prior to use would have shown the failure. The lock was not working properly while releasing the clip.